Event description:
The event description provided by the surgeon stated: "we have used the small blue daf 31000 series from orthofix for 5 children so far in our paediatric orthopaedic unit. The device has been easy to apply and light weight but we have unfortunately already experienced, in 3 out of 5 cases during 2011, that the "30036 small daf self-aligning articulated body" has been too weak. The axis, through which we put a k-wire for identification of the centre of rotation perioperatively in the theatre, consists of two pieces pressed together and they have now separated from each other causing instability and pain for the concerned children. There are so far 3 children between (B)(6) that have been affected and re-operations have already been performed or scheduled within the nearby future. The indications we have followed are for small children with perthe's disease herring class c, after having had an initial thorough e-mail correspondence with the previous orthofix rep (B)(4), during the fragmentation phase where we have used this device as an articulated hip fixator with moderate distraction applied in order to release the deformity producing forces over the joint surfaces. We have planned to make further surgical reconstructive surgery on the pelvis +/- proximal femur after having had this device applied for 3-4 months. All children are of normal weight and have been mobilized with crutches and allowed for weight bearing with gentle touch down. The fixators have been applied for 4-7 weeks before the parents or medical staff have identified the failures. The chief medical officer in our hospital has now immediately started to look into this matter w/o any further delay". (B)(4).

Manufacturer narrative:
Orthofix srl did not receive any further details on this case, other than the incident description. According to the description provided in orthofix catalogue, re. Px gen, this device is intended to be used for progressive correction of angular deformity (hemicallotasis). The incident description was sent to orthofix srl external medical evaluator for the clinical investigation. The clinical eval confirmed that "this device is not suitable for arthrodiatasis of the hip. It should be used only for hemicallotasis procedures". Orthofix srl is currently sending a letter to inform the surgeon involved and the distributor on the evidences deriving from the clinical investigation. Orthofix srl continues monitoring the products on the market.